Manufacturer narrative:
The insulin pump was received with blank display due to open traces lcd driver on lcd board. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had a cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.

Event description:
It was reported via phone call that the insulin pump had a blank display and high blood glucose. The customer made an attempt to treat for high blood glucose and received the blank display. The customer's blood glucose ranged between 340mg/dl-420mg/dl. The customer was advised to discontinue the use of the pump and revert to back up plan.